Manufacturer narrative:
This device was manufactured (B)(4). One actual infusor unit was received for evaluation. A visual inspection was performed and fluid inside the bag that contained the unit was identified. The cause of fluid inside the bag was visually identified to be an untightened blue winged luer cap. A functional leak test was performed by filling the unit with green colored water. After fill, the blue winged luer cap was hand tightened by manually rotating the cap until the cap could no longer be rotated. No signs of a leak were observed at the blue winged luer cap. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported issue was not verified. The unit was determined to be a conforming product because no evidence of a leak was observed during functional testing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed from a large volume infusor. This was identified prior to use. The infusor was filled with flucloxacillin 2000 mg in sodium chloride 0.9%. There was no patient involvement. No additional information is available.